Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: we have no exact event date: we know only that it happened in the middle of (B)(6) 2014. The patient experienced a dehiscence: the dehiscence was detected thanks to the use of methylene blue. No death was experienced but only dehiscence. Due to the dehiscence the surgeon performed a colostomy. Were there any complications during the initial procedure? No complications were encountered during the initial procedure were any unformed or malformed staples observed? The surgeon didn¿t noticed any malformed or loose staples. Were any unexpected noises heard? If so, when? No unexpected noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No particular force higher or lower than expected was needed. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No difficulty was encountered by the surgeon removing the device from the tissue. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) A leak test was performed with methylene blue and leakage was observed from the posterior section of the rectum; the donut were both regular as expected. Was the colostomy permanent or temporary? The colostomy is still there and the patient is waiting for the recanalization after the dehiscence will be completely healed. What was the condition of the tissue? Normal, no irregularity was observed what is the patient¿s current status? The patient is fine, waiting for the recanalization after the dehiscence will be completely healed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product code cdh29a.

Event description:
It was reported that during a laparoscopic colon procedure, during the intervention, the instrumentalist detected a dehiscence of the posterior section of the rectum. Due to the dehiscence, it was conducted a colostomy. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.